Event description:
Boston scientific received information that this device and non-boston scientific leads were explanted and replaced. The patient had been admitted to the emergency room (ER) with reports of multiple nonsustained episodes. Additionally, the device and right ventricular (rv) defibrillation lead system was exhibiting changes in rv pacing impedance (500 ohms to 1000 ohms), loss of capture at maximum output, and electrogram noise associated with oversensing and inappropriate shock therapy. Additionally, the right atrial (ra) lead was exhibiting electrogram noise on the ra channel. At the time of the lead revision procedure, the local representative noted that the rv lead was fractured. There were no adverse events reported following the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.